Event description:
It was reported that the patient had an implantable neurostimulator (ins) implanted over her belt line and it was "really painful and awful". It was stated that the patient had it taken out because it quit working. The reporter indicated that the patient "hated it and didn't like it". It was also noted that the patient had lost a lot of weight and the ins was "protruding out and sitting right where the waistband on her pants came to". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).